Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss occurred. On 10/11/2024 around 3:30am, the patient was sweating profusely and making sounds like he was ¿snoring¿. The patient¿s spouse tried to talk to the patient, but he was not responding. She stated he was conscious, but his body was unresponsive. She got up from bed to get the patient an ice pack. She gave the patient orange juice, but he would not take it. It was reported that the patient¿s receiver was working as intended during this time; however, it was providing alerts but because the receiver was under the pillow, they did not hear it. It was reported that the patient mainly relies on the mobile app for readings. The patient¿s spouse was expecting to hear alerts from the patient¿s phone, but the app was not working at that time and was showing ¿signal loss¿. She called 911 and emergency medical technician¿s arrived within minutes. They treated the patient with a bag of IV sugar water. Within 10-15 minutes, the patient¿s blood sugar started to increase. It is unknown what the blood glucose (bg) reading was prior to treatment. Prior to emts leaving, the patient¿s bg was 230 mg/dl. The patient¿s spouse was advised to keep providing the patient food to maintain his bg. At the time of the report, the patient was in normal condition. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.